Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. It was stated that the buttons were unresponsive, and the screen was not blank. It was stated that the insulin pump did not alarm during or after the buttons stopped responding. It was stated that the buttons did not begin working w/o a battery change. The customer's blood glucose was 9mmol/l. No further info was provided.